Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis manifested by cloudy bag, fever, myalgia and sore throat. The cause of the event was not reported. The patient was not hospitalized for the event. The patient was treated with ceftriaxone injection (500mg, stat dose with 250mg in each cycle, for 14days), azithromycin tablet (500mg, oral, frequency and duration were not reported), fexofenadin (180mg, oral, frequency and duration were not reported) and motelukast tablet (10mg, oral, frequency and duration were not reported) for the event. At the time of this report, the patient outcome and action taken with pd therapy were not reported. No additional information is available.